Manufacturer narrative:
Technician found all brake casters were failing to lock. Replaced brake/steer kit on brakes to resolve this issue.

Event description:
Account alleged brakes were not working. No injuries reported.